Event description:
Caller reported an issue with the pump display, specifically a pixel problem that affected their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level, as levels remained within normal range. The customer was advised by technical support to use multiple daily injections as a backup therapy, and arrangements were made to replace the pump. Additionally, the customer received instructions on how to put the malfunctioning pump into storage mode and return it with a pre-paid label.